Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead dislodged, noted by an increase in atrial output. The physician assessed the lead and thought the dislodgement was due to twiddler's syndrome. The lead was revised and remains in use. No patient complications have been reported as a result of this event.